Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked and unresponsive resulting in an unspecified malfunction alarm. Customer's blood glucose level was not impacted by this issue. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.